Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving infumorph (dose and concentration unknown) via a pump trial for an unknown indication. On (B)(6) 2015, the trial was stopped early because the patient developed bad urinary retention. The programming date from the most recent refill prior to the event was (B)(6) 2015. On (B)(6) 2015, the patient was referred to a urologist for evaluation of possible benign prostatic hyperplasia (bph). On (B)(6) 2016, the patient was administered flomax 0.4mg, by mouth, daily. The event was unresolved at the time of study exit. The event was reported as unlikely related to the device or therapy and possibly related to the implant procedure (surgery/anethesia). If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. The patient was given a bolus of 40 mcg, and then received 20 mcg/hr via the implantable pump. The lot number of the infumorph was unknown. The exact cause of the urinary retention was not noted.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. It was unknown if the patient was diagnosed with bph. The record merely indicates subject was going to go through his pcp to set up a consult with a urologist, and later, that he had been "cleared" by his urologist.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.